Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, h6 the device was returned to olympus for inspection, and the customer's complaint that the buttons on the panel failed occasionally was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the panel's injuries cause the panel's button to become inactive from time to time due to the socket being broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buttons of the panel of the subject device failed occasionally. The facility finished the procedure with a replacement device. The issue occurred during preparation for use for a laparoscopic procedure. There were no reports of patient harm.